Event description:
Rv lead exhibited low amplitude measurements. This lead remains implanted at this time. No physician or hospital info. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).